Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusions can be made. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, severe paravalvular leak (pvl) occurred. A second transcatheter bioprosthetic valve was successfully implanted deeper valve-in-valve. No additional adverse patient effects were reported.